Manufacturer narrative:
Available details indicate that the device was indicating that the power supply equipment was malfunctioning. The issue was resolved by restarting the device. The device was returned to full functionality and remains at the customer site. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after the device was restarted. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by a philips japan call center and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator monitor indicating that the device was indicating that the power supply equipment was malfunctioning. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.